Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room experiencing presyncope. It was noted that the right atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well and was in stable condition post procedure.